Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code 0-0x277d, but no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump.